Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The patient was manually ventilator until the device was changed out to ensure adequate spo2 levels. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. The device's machine flow sensor was replaced preventatively for the issue. The device's blower assembly was replaced due to dirt contamination. The device's air inlet foam filter, particulate filter and muffler assembly were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The patient was manually ventilator until the device was changed out to ensure adequate spo2 levels. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.